Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display and failed battery test from the insulin pump. The customer's blood glucose level was 338 mg/dl. The customer treated with the pump. The customer stated that the sensor reading might have risen too quickly for it to alert her. The customer stated that the battery cap is corroded. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a new battery cap.